Event description:
An olympus employee reported on behalf of a customer, the gastrointestinal videoscope light guide lens was chipped. There was no report of patient harm associated with this event. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: the nozzle had foreign matter due to insufficient cleaning. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation was confirmed. The light guide lens had a chip. In addition to evaluation in b5, due to clogging of nozzle, water removal ability did not meet the standard value. Adhesive on bending section cover had a chip. The plastic distal end cover had a scratch. Adhesives around light guide lens had white-clouded area adhesives around objective lens had white-clouded area objective lens had a scratch. Protector of universal cord on scope connector side had a scratch. Connecting tube had a scratch. Plug unit was deformed. The switch button 2 had a scratch. The switch button 1 had a scratch. Control unit had discoloration. The universal cord had a scratch. Adhesive on bending section cover has white-clouded area the switch button 3 had a scratch. Connecting tube had a wrinkle. Additional information has been requested regarding this event. The investigation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was visually inspected, and functional testing was performed. The device did not meet the standard specifications. Based on functional testing, the event, ¿foreign matter came out of the nozzle¿, was confirmed. It could not be specified what the foreign material was nor the root cause of the remaining foreign material. It was confirmed that the reprocessing steps were implemented in line with the instructions for use (IFU). It was confirmed that the section of the device with the foreign material residue had no deformation. The suggested events can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): instructions, operation manual for gif-xz1200 chapter 3 ¿preparation and inspection¿ describes how to detect the subject event. Instructions, reprocessing manual for gif-xz1200 chapter 5 ¿reprocessing of the endoscope (and related reprocessing accessories)¿ describes how to prevent the subject event. A definitive root cause cannot be determined. Olympus will continue to monitor field performance for this device.